Event description:
Reported 1 false positive result for one patient during an evaluation study. It is unknown whether the patient was symptomatic. The customer communicated the result was negative when compared to the customer's current method (pcr). Attempts were made to obtain additional information and the customer was unable to provide additional details.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: email.